Event description:
The consumer had not charged their implantable neurostimulator (ins) in about two months, so her daughter charged the ins and turned the stim on. The consumer reported that the stim was too high when it was turned on. She was unable to decrease the stim due to a warning power on reset por) screen on the patient programmer (pp) and the implantable neurostimulator recharger (insr). Lastly, the patient stated that she was going up and down, the por was not related to an overdischarge event and the por code could not be cleared. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.